Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: (B)(6), 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Weight & ethnicity: unknown, not provided. Date of event: unknown, but the best estimate is between 12/31/2020 and 4/1/2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol) explanted from the patient's right (od) eye due to blurry vision. The lens was explanted and replaced with a non-johnson and johnson lens. There was no additional surgical intervention performed during the secondary procedure. Reportedly, the patient is doing fine post-exchange. No further information provided.